Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure due to a possible leak. The location of the leak was unknown. It was noted that the device did not pump up completely and that the pump remained compressed. The cylinders and pump were removed, the existing reservoir could not be explanted. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The cylinders and pump were visually inspected, microscopically examined, leak and functionally tested. The cylinder passed all tests performed. However, the pump did not pass activation testing. Product analysis confirmed the reported allegations of mechanical issue, inflation issue, and collapsed pump, as the observed pump anomaly is likely to have affected the functionality of the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure due to a possible leak of unknown location. It was noted that the device did not pump up completely and the pump remained compressed. The entire cylinders and pump were removed, the existing reservoir could not be explanted. A new entire ipp was implanted. There were no patient complications reported.